Event description:
The customer reported that erroneously low creatinine (cr-s), blood urea nitrogen (bun), and total bilirubin (tbil) results were generated on a unicel dxc 600 synchron system for an unknown number of patients. The customer did not provide actual patient results and hence it is impossible to determine the number of patients involved in the event as multiple chemistry results could be associated with the same patient sample. Additionally it is not possible to definitively discern the actual date and time that each result was generated. Suppressed triglyceride (tg) and albumin results were also generated for some patient samples. These results were not regarded as erroneous. The erroneous initial results were caused by the same instrument malfunction(s). The erroneous initial results were not reported outside of the laboratory and hence no deaths, serious injuries or changes to patient treatment were associated or attributed to this event. Instrument tg, tbil and cr-s quality control results did not show a history of imprecision equivalent to the patient results. The samples were not lipemic. No additional sample handling/collection information or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the lamp/source assembly. This did not appear to resolve the issue. Service has requested help from service specialists and the issue is being pursued to resolution. Root cause is not known, but the issue appears to be related to hardware malfunctions.